Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('I had essure implanted in 2008. I just had a hysterectomy done yesterday due to pain and complications with the essure') in a (B)(6) year-old female patient who had essure (batch no. Cs00049) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On (B)(6) 2021, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced heavy menstrual bleeding ("heavy clot bleeding."), depression ("caller was on multiple ssris for emotional mental anti-depressant anxiety pills") and anxiety ("caller was on multiple ssris for emotional mental anti-depressant anxiety pills"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the pelvic pain, heavy menstrual bleeding, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, heavy menstrual bleeding and pelvic pain to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer, and describes the occurrence of pelvic pain ('I had essure implanted in 2008. I just had a hysterectomy done yesterday, due to pain and complications with the essure'). In a 38-year-old female patient who had essure (batch no. Cs00049), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On (B)(6) 2021, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced heavy menstrual bleeding ("heavy clot bleeding"), depression ("caller was on multiple ssris for emotional mental anti-depressant anxiety pills") and anxiety ("caller was on multiple ssris for emotional mental anti-depressant anxiety pills"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the pelvic pain, heavy menstrual bleeding, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, heavy menstrual bleeding and pelvic pain to be related to essure. Lot number#: cs00049, manufacture date:2013-10, expiration date: 2016-05. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-may-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.